Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was a strange noise and no energy with the handpiece. Additional information has been requested but not received.

Manufacturer narrative:
Additional information has been provided. No further information was able to be obtained from this customer. However, the handpiece was returned for evaluation. The handpiece was manufactured on july 12, 2017. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample did not revealed any visual nonconformance. The returned handpiece was connected to a calibrated system. A system message (sm) displayed when the handpiece attempted tuning. Disassembling the handpiece revealed moisture ingress within the electrode chamber. During the testing, no nonconforming vibration and noise were detected. Root cause the root cause of the reported ¿phaco none¿ can be attributed to moisture ingress causing the high electrode to short onto the ground-wire. However, how or when moisture entered the handpiece remains inconclusive. The manufacturer internal reference number is: (B)(4).